Event description:
It was reported the pt is unable to communicate with her scs ipg and the charger. The pt stated her pt programmer displays the 'low battery' message. The pt stated she has not charged or used her scs system in over 30 days. A replacement charger sent to the pt did not resolve the issue. Follow-up info received identified the pt's scs ipg was explanted and replaced with a new one. The pt reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.